Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. An external/internal inspection was performed with no issues noted. Temperature verification testing was performed and the results were found to be within specifications. The device failed homechoice return instrument test/evaluation (rite) functional testing. The device passed homechoice rite electrical safety analyzer testing. An accuracy confirmation testing was performed with the original piston foam and failed. The original piston foam was removed and inspection revealed deteriorated piston foam and cracked door piston at the rib of the right disposable. A test article foam was installed into the device and accuracy was performed and test passed. Upon conclusion of the investigation, the cause of the failure was determined to be deteriorated piston foam and cracked door piston. The piston foam and door piston were scrapped, and the device was sent to service. A review of service history revealed no previously observed or reported failures or problems. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.